Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: reviewing the pictures, the complaint description can be confirmed that two ti matrixmidface screws the screw head are damaged and stripped visible. The root cause for these damaged screws can not be clearly determined. Multiple factors can lead to an technical difficulties of insertion of the screws, too excessively torque, strong applied mechanical force during insertion, which beyond its calculated design caused the damage of the screw heads. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part returned for manufacturer review/investigation. The physical manufacturer and the UDI of both ip's yield no result under sap. Reporter is a j&j employee. Reporters state: (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that when the screws were placed on the orbital plate (ref (B)(4)) the screw heads disintegrated / cracked. It was tested with 2 units and the same problem occurred in both of them, they changed the reference and everything went well. It was also reported that in order to remove the screws, they had to pull them with a pliers because it was very difficult to remove them. The orbital plate was crooked and misplaced, the screws had excessively damaged in that area. The surgeon took more than 40 minutes to remove the 2 screws. The screws were removed and replaced with screws of different type and length were placed (self-tapping instead of self-drilling and l10 instead of l8). This report is for one (1) ti matrixmidface screw self-drilling 8mm. This report is 1 of 2 for (B)(4).